Event description:
Approximately 3 months following cypher stent placement, the patient returned for follow up. Repeat coronary angiography revealed a stent fracture. It is unknown if there was any restenosis or if treatment was required. Initial indication for treatment is unknown. The target lesion is noted as the mid right coronary artery but there are no lesion or vessel characteristics provided. The lesion is pre-dilated with a 2.0 x 20mm unknown balloon at 14 atms for 15 seconds. A 2.75 x 33mm stent is deployed at 14 atms for 20 seconds. Post-dilatation is performed with a 2.75 x 23mm unknown balloon at 18 atms for 17 seconds.